Event description:
The pt reportedly woke up feeling "bad" on (B)(6)2010 morning and had blood glucose levels in the 200's mg/dl. The tdd (total daily dosage) history in the pump indicated increased use of bolus from (B)(6)2010 through (B)(6)2010. The pt did not check ketones. The following day, (B)(6)2010, the pt indicated that he was admitted to the hospital with a blood glucose level of 865 mg/dl.

Manufacturer narrative:
The animas rep went through troubleshooting with the pt and noted the following: that the pt was changing the cartridge and site every tuesday and saturday, no indication of bent cannulas, no unexplained suspend or temp basal, and there was no redness, pain, swelling, or discharge at the infusion site. The pt does not recall any alerts or warnings from the pump. The pt delivered 3.00 unit air bolus without incident and verified in pump history. The pt stated that she will continue to work with hcp regarding hyperglycemia. The pump has not been returned to animas for evaluation. If the pump is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.